Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tip on the scope was chipped. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found a scratch on outer tube insertion (tip chipped). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.